Event description:
The customer alleged that his blood glucose readings had been higher than usual. While troubleshooting, he performed control tests and received a result of 441 mg/dl. The normal control range was 106-147 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. The customer's meter was also to be replaced. Replacement products were sent to the customer.